Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv), this alarm occurred during drain 5 of 5 with a drain volume of 146ml. The technical service representative (tsr) assisted the home patient (hp) to end therapy after being informed the hp's catheter came apart during dwell state. The hp would call nurse in the morning. The decision tree showed the cause was physiological related to the catheter. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2012. The nurse stated the following: the separation was between the plastic catheter adapter and the transfer set. The cause was unknown and the transfer set was replaced. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined. The product code is unknown at this time.